Manufacturer narrative:
H3 analysis of the returned device revealed the end of the straw was damaged. The thickness of the tube wall measured within specification. Measured = 0.008¿ specification = 0.008¿ +/- 0.002¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider, via the manufacturer representative, reported the straw for the tunneling tool was ¿rippled.¿ visual inspection revealed the straw was not smooth prior to use. The straw was used anyway and the issue was resolved.